Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the pump interface did not allow confirmation despite the user observing drops, and the device subsequently powered off due to a depleted battery. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no medical interventions. Investigation included basic troubleshooting guidance to restart the pump, which could not proceed because the device had powered off, and confirmation that the charger indicated a solid green light while charging. Investigation of this case revealed an unresponsive screen behavior concurrent with low battery shutdown, with no visible screen damage reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further assessment after the device powers on.